Event description:
A respiratory therapist (rt) reported that a v60 device was found to have a black screen and not delivering therapy while checking on the patient after 2 hours of being placed on bipap. After stabilizing the patient on 5lpm nasal cannula, the rt proceeded to troubleshoot the device. The rt ensured the device was plugged into a red outlet and attempted to reset the device by unplugging and plugging the electrical cord. The oxygen hose was checked for defects, then unplugged and plugged back into the oxygen source. The rt attempted to turn the v60 device back on with no success. The device was later removed from the patient¿s room. A patient of unknown age, gender, and medical history was prescribed a v60 with bipap mode (settings, configurations, and alarm settings unknown). On (B)(6) 2022 at approximately 0230, the device was in clinical and therapeutic use, the rt found the device with a black screen and not providing therapy while checking on the patient. It was reported that the patient¿s pulse oximeter monitor was alarming low oxygen saturation and a reading of 78% was noted (4 nurses were reported at the nurses¿ station but did not hear alarm). Rt proceeded to take the full-face mask off the patient and checked the patient¿s mental status. The patient was able to answer the rt¿s questions properly and was easy to arouse. Rt proceeded to provide medical intervention by placing the patient on a 5lpm nasal cannula. As a result, the patient's oxygen saturation recovered to 91%. The rt placed another v60 device in the patient¿s room after removing the defective unit. However, the rt was uncomfortable placing the patient on the replacement v60 device and stated this was a serious issue, so the patient was kept off the device and remained on 5lpm nasal cannula. The case is still pending investigation and return of the device for analysis.

Manufacturer narrative:
Multiple attempts to retrieve device evaluation and repair, or diagnostic information has yielded no response from the customer. Due to the lack of additional information, it is unknown if any parts replacement or repair has been conducted. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.